Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a no delivery alarm even after set, reservoir and site change. Customer also reported that cannula was not bent. Customer was advised that insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had normal operating currents and passed the self test, reset error test, rewind test, basic occlusion test, and displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.